Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no associated non-conformances. A review of the complaint history revealed no other incidents of difficult to position/remove from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that the 2.5x20 otw trek felt gummy during advancement on the non-abbott guide wire. Some resistance was also felt removing the trek from the guide wire, but it was successfully removed. A non-abbott balloon was used with the same guide wire without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.